Event description:
A wall stent was deployed in the contralateral limb to improve limb flow. Difficulty in advancing the contralateral pullwire was experienced. An arterial tear was noted on the right.